Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system stuck at 00:00. Review of the logfile shows system stuck at 00:00 error confirming the malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found flexvision b-cabinet was not booting up and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the host pc might require replacement due to suspected software issues, but the system was not reachable at that point. The fse attempted to reload the software, but the issue persisted. To resolve the issue, the fse installed new fuses, after which the flexvision pc successfully booted up. The defective part was sent for analysis, for host pc no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.